Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d10, g4, g7, h2, h4, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated, however, the reported migration and pain could not be confirmed. The returned implants showed signs of being in-vivo. Scratches could be seen on the polished areas and bone cemented in the blasted area of the femoral component. The device history records were reviewed and no discrepancies were identified. Per the package insert, loosening and pain are known adverse effects of the system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown nexgen femoral component catalog #: unknown lot #: unknown, unknown nexgen stem catalog #: unknown lot #: unknown. Foreign report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-01919. 0001822565-2020-01920. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to treat progressive pain, metallosis and femoral component loosening. Attempts are being made to obtain additional information, however, no additional information is available at this time.